Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis date of event: literature citation:jain jitesh kumar, m.s and et all."locked compression plating for peri-and intra-articular fractures around the knee¿ orthopaedic surgery november 2013 volume 5 number 4. India article. This report is for unknown lcp plate system, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, jain jitesh kumar, m.s and et all."locked compression plating for peri-and intra-articular fractures around the knee&#63503;rthopaedic surgery november 2013 volume 5 number 4. India article. This was a prospective study of patients from august 2010-july2012 with peri and intra articular fractures around the knee. Fractures were treated with locked compression plates (lcp) and evaluated for healing and complications. The following complications were noted: implant failure; screw breakage; revision surgery. This report is for an unknown locked compression plate system (lcp).